Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. The lead also exhibited loss of capture and perforation of the heart wall. The perforation was verified via x-ray. The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The lead was explanted and replaced.